Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient reported an inability to inflate the prothesis. Surgery was then performed to verify the condition, where the tubing, proximal to the pump, was observed damaged. No leakage from the cylinders or reservoir was observed. The pump alone was replaced with resolution.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr pump was the sole component received. Examination and testing of the returned component revealed abrasion on both exhaust tubes. Microscopic examination revealed the surfaces of the detachment sites to have uniform striations, indicating contact with sharp instrumentation. No functional abnormalities were noted with the returned component. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. The information received indicated there was an inability to inflate, but because no functional abnormalities were noted with the returned component, quality cannot confirm the complaint as reported.